Event description:
The hospital's biomed reported that during preventive maintenance, after having replaced the flow sensor assembly for a failed o2 mix test, the unit displayed several machine and proximal pressure sensors calibration error codes. There was no patient involvement as the issue was noted during service of the device. The unit was evaluated by the biomed with assistance from a remote service engineer (rse). The biomed had followed the service manual instructions and replaced the flow sensor assembly in an attempt to address the failed o2 mix test, which was the original complaint, but the test continued to fail. The rse advised the customer to replace the data acquisition (da) board to continue troubleshooting the unit. Upon review of the device event log, it was found that the calibration error codes occurred after the flow sensor was originally replaced. The biomed reported that the unit still continued failing the o2 mix test even after replacement of the da board. Further evaluation was requested so a philips authorized service provider (asp) was dispatched to the customer's site for additional assistance. The authorized service personnel (asp) evaluated the unit and confirmed the occurrence of machine and proximal pressure sensors calibration error codes in the event log. It was noted that the common denominator in all the failures was the da board, which had already been replaced by the biomed prior to the asp's visit. The asp identified that the persistent o2 mix test failure was the result of a high flow test regulator being connected to the unit. The unit successfully passed o2 mix testing once the test regulator was disconnected and no further repairs were required. Based on the evaluation performed by the asp, the calibration error codes resulted from a failure of the da board. The asp also noted that the battery was due for preventive replacement and recommended its replacement to the biomed. There was no battery malfunction noted.

Manufacturer narrative:
The replaced data acquisition (da) board was received for internal component analysis. The reported error codes could not be replicated during testing. No communication errors or associated alarms were noted during internal evaluation.